Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this left ventricular (lv) was not providing pacing therapy due to dislodgement. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.